Manufacturer narrative:
This is report 1 of 4 for product complaint # ==> (B)(4). Device was used for treatment, not diagnosis. Initial reporter phone: (B)(6). UDI: (B)(4). The lot number is not currently available. Associated medwatch #: 1221934-2018-50029, 1221934-2018-50032 & 1221934-2018-50034.

Event description:
The patients coracoid fractured following the case. Patient rolled over in bed and fractured the coracoid bone. Coracoid was small and the screw holes are not far enough from the tip. Primary surgery was preformed for glenoid bone loss. The surgeon did not indicate the reason for fracture as mitek products. There was revision surgery with eden hybinette and the patient was fine post surgery. No x-ray or photos available. Patient was a (B)(6) year old male. The primary surgery case details are as follows: the coracoid was very small in this patient and the surgeon prepared for use of a top hat, but when the coracoid was cut and turned over, it was evident that top hat was protruding out the back of the coracoid, so the after some discussion the surgeon decided to remove the top hat and put the screw in on its own. The surgeon wasn¿t happy with the fixation, so then decided to remove the mitek latarjet screw and replace it with an arthex washer and screw. There was discussion around the following that could have caused the fracture. How small the coracoid was and the fact that he prepared for use of a top hat, but then did not use it. That the alpha hole may not have been 1cm away from the distal tip of the coracoid process when inserting the first coracoid k-wire. The arthrex washer was in the hole prepared for the mitek latarjet top hat.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device is not being returned, it's retained by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Further, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4) ¿ incomplete. The lot number is not currently available.